Manufacturer narrative:
As reported, about five months post implant of ventralight st mesh, the patient presented with abdominal pain "related to hernia recurrence" and about 7 months later, the patient was diagnosed with hernia recurrence and underwent subsequent surgical intervention for mesh explant. The clinician has assessed the patient¿s abdominal pain as being ¿possibly¿ related to the study device and to the procedure; the hernia recurrence as being "not related" to the study device and possibly related to the procedure; however, based on the information provided, no conclusion can be made. Hernia recurrence is a known inherent risk of hernia repair surgery. The adverse reactions section of the instructions-for-use, supplied with the device lists hernia recurrence as a possible complication. Not returned - mesh explanted.

Event description:
Reported per clinical trial dvl-he-020: (B)(6) 2018 - subject patient underwent multiple recurrent open midline umbilical hernia repair, during which a bard/davol ventralight st mesh was placed in underlay fashion in an intra-peritoneal region using non-bard/davol mechanical fixation and sutures. Fascia and full skin closure was achieved with sutures. The patient was discharged on (B)(6)2018. (B)(6) 2018 - the patient presented with acute abdominal pain related to hernia recurrence. Per the study clinician, the reported adverse event (abdominal pain) has been assessed as mild in severity, possibly related to the study device and possibly related to the index procedure. The outcome for this ae is reported as recovered/resolved. (B)(6) 2019 - subject patient was diagnosed with hernia recurrence during a physical exam. (B)(6) 2019 - subject patient underwent surgery for mesh removal and implanted with another bard/davol ventralight st mesh. The patient was discharged on (B)(6) 2018. Per the study clinician, the reported adverse event (hernia recurrence) has been assessed as severe in severity, not related to the study device and definitely related to the index procedure. The outcome for this ae is reported as recovered/resolved.